Event description:
This is a solicited case report received from a health professional in (B)(6) on (B)(6)-2016 which refers to a female patient of unspecified age who was involved in (B)(6). The surgeon was not trained to essure procedure. On (B)(6)-2016, insert (lot number d31449) was impossible to release despite the correct procedure. According to reporter, the insert remained attached to the delivery catheter and it was impossible to extract it. It was tried to pull with a plier via hysteroscopic route leading to the breakage of the insert with persistence of a piece (green plastic) in the uterine horn. After celioscopy, insert was in the tube. Complete essure system (handle and insert) was kept. Procedure was stopped and bilateral placement was not performed. Follow-up information received on 23-feb-2016. (B)(4). Follow-up information received on 15-mar-2016 (essure device breakage questionnaire): patient's demographic data was updated. The breakage was diagnosed during essure placement. The instructions for use (IFU) were followed. Essure was removed via laparoscopy. It was medically necessary to remove essure. Broken pieces were retrieved from the abdomen/pelvis. Outcome of the patient was unknown. No further information will be available. Follow-up received on 30-mar-2016 clinical consequences observed: the patient underwent celioscopy under general anesthesia for left salpingectomy to remove the broken piece. Filshie clip was placed on the right. No complication was observed. Company causality comment: this solicited medically confirmed case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and during the procedure a breakage of the insert with persistence of a piece (green plastic) in the uterine horn occurred. A celioscopy and left salpingectomy were performed and the broken pieces were retrieved from the abdomen/pelvis. This event, interpreted as device breakage, was considered serious due to medical significance and is unlisted in the reference safety information for essure. In the present case, during insertion the insert remained attached to the delivery catheter and it was impossible to extract it. Physician tried to pull with a plier via hysteroscopic route leading to the breakage of the insert with persistence of a piece (green plastic) in the uterine horn. Since the breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required (celioscopy, salpingectomy). A product technical analysis is expected.

Manufacturer narrative:
(B)(4). Lot. D31449 manufacturing date: nov-2014; expiration date: nov-2017. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. As received, it was observed on the device the following conditions: IFU steps completed (pic 1), delivery catheter is broken and stretched (pic 2,3 & 4), the implant is stretched on the distal area, but no visible damage on proximal area where is attached to delivery catheter (pic 5) . We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore, the assessment of a relationship of medical events with a quality defect is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-may-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this solicited medically confirmed case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and during the procedure a breakage of the insert with persistence of a piece (green plastic) in the uterine horn occurred. A celioscopy and left salpingectomy were performed and the broken pieces were retrieved from the abdomen/pelvis. This event, interpreted as device breakage, was considered serious due to medical significance and is listed according to technical analysis (sample was received). In the present case, during insertion the insert remained attached to the delivery catheter and it was impossible to extract it. Physician tried to pull with a plier via hysteroscopic route leading to the breakage of the insert with persistence of a piece (green plastic) in the uterine horn. Since the breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required (celioscopy, salpingectomy). Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Lot number d31449 (production date nov-2014; expiration date 28-nov-2017). Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. As received, it was observed on the device the following conditions: IFU steps completed, delivery catheter is broken and stretched, the implant is stretched on the distal area, but no visible damage on proximal area where is attached to delivery catheter. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 16-dec-2016: ptc investigation result. Company causality comment: this solicited medically confirmed case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and during the procedure a breakage of the insert with persistence of a piece (green plastic) in the uterine horn occurred. A celioscopy and left salpingectomy were performed and the broken pieces were retrieved from the abdomen/pelvis. This event, interpreted as device breakage, was considered serious due to medical significance and is listed according to technical analysis (sample was received). In the present case, during insertion the insert remained attached to the delivery catheter and it was impossible to extract it. Physician tried to pull with a plier via hysteroscopic route leading to the breakage of the insert with persistence of a piece (green plastic) in the uterine horn. Since the breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required (celioscopy, salpingectomy). The product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.

Manufacturer narrative:
Follow-up received from health authority on 27-sep-2016. (B)(4). It was reported that as the insert remained attached into patient's body and remained also attached to delivery catheter, the physician had to pull the insert leading to breakage of the insert. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-sep-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this solicited medically confirmed case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and during the procedure a breakage of the insert with persistence of a piece (green plastic) in the uterine horn occurred. A celioscopy and left salpingectomy were performed and the broken pieces were retrieved from the abdomen/pelvis. This event, interpreted as device breakage, was considered serious due to medical significance and is listed according to technical analysis (sample was received). In the present case, during insertion the insert remained attached to the delivery catheter and it was impossible to extract it. Physician tried to pull with a plier via hysteroscopic route leading to the breakage of the insert with persistence of a piece (green plastic) in the uterine horn. Since the breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required (celioscopy, salpingectomy). Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable.